Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 408 mg/dl. The customer has not treated yet due to alarm and set change. The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 408 mg/dl. The customer is not able to troubleshoot at time of call because he is unable to determine the cause of the issue. The customer is returning product based on her request.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.